Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation (retained by hospital). The investigation is in process. One the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): ¿ versys hip system femoral head, p/n 00801803602, l/n 61495427; trilogy acetabular system longevitiy crosslinked polyethylene liner, p/n 00630505636, l/n 61405351; zimmer bone screw self-tapping, p/n 00625006520, l/n 60592260; zimmer shell porous with cluster holes, p/n 00620205622, l/n 61465250; zimmer femoral stem, p/n 00771101110, l/n 61253982. Multiple MDR reports were filed for this event. Please see associated reports: 0002648920-2017-00402, 0002648920-2017-00403. Retained by hospital.

Event description:
It was reported patient had a revision procedure five years post-implantation due to infection, pain, and dislocation. During the procedure it was reported that the surgeon found no avascularization of the muscles. The surgeon did find corrosion on the neck and inside of the femoral head. The head and liner were removed and replaced. Attempts to obtain additional information have been made; however, no more is available.